Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a low readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified lower sensor scan results when compared to readings obtained on laboratory meter. As a result, customer experienced "dizziness", "increased weakness", and was taken to the emergency room (ER). At the ER, a healthcare professional performed a laboratory blood glucose measurement with result of 405 mg/dl and provided "1 liter of normal saline" for treatment before discharging the customer. It was additionally reported the caregiver had a dissatisfactory experience with customer service. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.